Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1ml ll had leakage. The following information was provided by the initial reporter: material: 309628 batch#: 3034733. Verbatim: rcc received a complaint via email. The needle hub/luer lock was what was leaking. Product# 200108844 lot# 3034733.

Manufacturer narrative:
(B)(4) - supplemental MDR - leakage. A total of five photos were submitted for evaluation, of which only two were relevant to bd and assessed accordingly. The evaluated images depict a fully assembled 1 ml luer lock syringe (part number 309628) from different angles, placed inside an open non-bd box alongside a needle and a vial. No visible defects were observed in the provided photos. To enable a more comprehensive assessment, either a clearer image highlighting the specific defect or a physical sample is required. Furthermore, a device history record review was completed for provided lot number 3034733. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.